Event description:
In 1999 pubovaginal sling using the influence in-fast anchor and shelhigh bovine pericardial patch. 9/3/99 return to surgery for removed bovine pericardial patch. Due to patch necrosis. This is a 43-year-old white female who has a history of urinary incontinence. She underwent eval and was found to have intrinsic sphincter deficiency. A few weeks ago she underwent a bladder suspension using the bovine pericardial patch. Unfortunately, facility has found out now that even though this is FDA-approved tissue, there have been a lot of problems nationwide using this tissue for the sling procedure. There has been a lot of rejection of the bovine pericardium, causing a lot of reaction. The pt came in with a persistent vaginal drainage and the graft was completely exposed. She will now have to undergo removal of the graft.